Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned, analyzed, and no anomalies were found. However, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that there was high bipolar pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.